Event description:
Customer reports inconsistent inr results using the citrate pt cuvette assay vs lab pt/inr result. Patient therapeutic range 2.0 - 3.0 inr. In 2009, pt/inr result of 0.8. The next day, pt/inr result of 3.5 vs lab inr 4.5. No report of adverse events, serious injury, or intervention.

Manufacturer narrative:
Manufacturer evaluation / investigation currently in process.